Event description:
A surgeon reported a pt with a refractive surprise following bilateral intraocular lens (iol) implant surgeries. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 11/30/2009 and 12/07/2009 by phone, fax, and mail. Medical records were received on 11/20/2009. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).